Event description:
Error message when instrument plugged in stating "instrument not detected" by esu. Reattempted to plug in different times but same error message occurred. New instrument obtained and replaced on field.